Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the nozzle, however, the specific material could not be identified and the cause could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angulation of the evis lucera elite colonovideoscope was reduced. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material inside the nozzle. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the bending angle was insufficient and the play of the angle knob was out of normal statue due to elongation of the angle wire, the curved rubber adhesive part was cloudy and missing, the curved rubber bond was cracked, the air and water nozzles were clogged and the draining function was reduced, there was abnormal noise head from the hardness adjustment ring, the objective lens adhesion part was cloudy, the lighting lens adhesion part was cloudy, and scratches were found on the tip cover. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the date the reduced angulation was observed was unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.